Manufacturer narrative:
(B)(4).

Event description:
During follow-up, it was reported that the device reached eri. Premature battery depletion was suspected during previous follow-up in (B)(6) 2015. In (B)(6) 2017, the device was explanted and successfully replaced. The patient was in stable condition before, during, and after the procedure. Related MDR#: 3010215456-2016-00231.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-17182, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide). Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
Related manufacturer report number: 3010215456-2016-00231.